Manufacturer narrative:
A definitive lot number was not provided. A record of potential lots shipped to the hospital six months prior to implant indicated lot numbers 16mjx006, 16mjx008, 16mjx009 and 16mjx011. A review of manufacturing records was performed for these lots and it was confirmed that at all records were controlled, available for review, and met all specifications per the device master records. No non-conformances or deviations were associated with the event. An evaluation was performed of the available information. It is unknown the amount of bioglue applied, whether the false lumen was cleared of all thrombus, debris, and or blood, and the exact relationship from where bioglue was applied to where the ruptures occurred. The proper clearing of blood and debris prior to delivery of bioglue is important to ensure that bioglue crosslinks (adheres) to the tissue rather than crosslinking to the proteins within the thrombus and/or blood. Also it is reported that the de-airing process was most likely not completed in terms of air space and bubble removal. Failing to de-air the syringe properly could affect bioglue's ability to adhere. Based on the information available at the time of the report, we are unable to determine the cause of the ruptures observed in this patient. However, due to the location of the ruptures and the fact that it occurred twice in different places it is unlikely related to the use of bioglue as proper use of bioglue would reinforce the tissue. It is more likely that poor native tissue integrity caused or contributed to the ruptures observed in this patient. The root cause of the reported event could not be determined from the available information; however, poor native tissue integrity was likely a significant contributing factor. The surgeon did not allege that bioglue contributed to the ruptures. No further action warranted.

Event description:
According to the report, "(B)(6) 2017: bg [bioglue] was applied to acute type a aortic dissection patient. Sites applied were proximal false lumen and proximal suture line. Operation itself went successfully. Patient was discharged. On (B)(6) 2017: due to aortic rupture, another operation followed. Rupture was confirmed as a 0.5-1 cm size hole located at front wise of the rca. Specifically reinforcing the aortic stump followed as operation. On (B)(6) 2017: rupture was confirmed again. This time at a site closer to aortic root. Avr [aortic valve replacement] and another reinforcing the aortic stump followed. Reportedly, surgeon went through priming process in prior to use, but the de-airing process was most likely not completed in terms of syringe air space and air bubble removal." Intervention that was required, first: rupture was confirmed as a 0.5-1 cm size hole located at front wise of the rca [right coronary artery]. Reinforcing the aortic stump followed. Second: rupture was confined at a site closer to aortic root. Avr and another reinforcing the aortic stump followed. " per the distributor, via email, "ruptures were found at aortic root. We bet they were pretty close, but we could not confirm the exact positions of ruptures at aortic root compared to where bioglue was used at the proximal false lumen. No information regarding patient¿s underlying disease/condition could have been obtained."